Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4) description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17200851, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptoms of swelling and redness were noted. The physician believed that infection was not device related, but could not confirm its cause. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.